Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-02573. It was reported the patient experienced tenderness at her scs ipg and anchor sites. The patient stated she had lost 15 pounds. Follow-up identified the patient's physician replaced the patient's ipg and removed the anchor.